Event description:
End user states that his power chair sped up and his feet ran into a metal post outside of his home. He received medical attention from the emt who stated that his foot was not broken. No other medical intervention sought.